Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic high anterior resection procedure, while firing to connect the colon to the upper rectum, there was difficulty removing the stapler from the patient's cavity. It seemed to be caught on the lip of the anastomosis causing the tissue to stretch and hematoma was experienced instantly. The surgeon was worried about the quality of the anastomosis so another anastomosis was done using a second stapler. The second stapler was removed after the second firing without incident.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. A microscopic examination of the device displayed nicks on the knife blade. In addition, a deep knife impression was observed along the cutline impression in the cutting ring. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.